Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer booted to an error screen. A printed circuit board was reseated and recalibrated. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the programmer's floppy disk drive was bad and therefore replaced. It was also indicated that the hard drive health was at ninety-five percent. The programmer's hard drive was replaced and loaded with updated software. It was also indicated that the power cord bay latch tabs were broken, the right hinge of the keyboard was broken, the keyboard was pulling apart, the power supply was noisy, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would boot up to an error screen. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.